Event description:
The customer reported being hospitalized due to low blood glucose of 23mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount as shown on the status screen. Advised the caller to speak her doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.